Event description:
A patient's meter would not turn on for two weeks. They replaced the batteries but still there was no power. This issue was not resolved with troubleshooting. They did not have any symptoms and there was no medical intervention or treatment given. No further information has been reported.